Manufacturer narrative:
Upon follow up, it was reported that the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1g, every three days, ongoing, route not reported) and fortum injection (1g, once daily, ongoing, route not reported) for peritonitis. Three days after the event onset, the patient was recovered from cloudy fluid and was discharged from the hospital. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.